Manufacturer narrative:
Multiple patient involved. Implantation date is unknown. This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from india reports an event as follows: this report is being filed after the review of the following journal article: jain, d. Et al (2020), functional outcome of open distal femoral fractures managed with lateral locking plates, international orthopedics¿, vol. 44 (xx), pages 725¿733 (india). The aim of this prospective observational study is to evaluate the functional outcome and union rates of open distal femoral fractures managed with anatomic lateral locking plates. Between june 2015 to december 2017, a total of 34 patients (28 male and 6 female) with an average age of 40.8 years (range 20¿65 years) were included in the study. Surgery was performed using either a titanium (synthes, distal femur lcp) or a stainless-steel from a competitor. Titanium plate was used in 79.4% (n = 27) cases, while in 20.6% (n = 7) cases, stainless steel plate was used. The average follow-up period was 11.6 months (range 8¿22.5 months). The following complications were reported as follows: 2 patients died in the early post-operative period (one each due to head injury and adult respiratory distress syndrome). The number of secondary procedures for the whole group was 27 with an average of 0.79 additional procedures per patient. A (B)(6) year old female patient had distal screw failure with union of the fracture, thus no active intervention was done. A (B)(6) year old male patient had superficial wound infection which resolved with oral antibiotics. A (B)(6) year old female patient had nonunion and underwent bone grafting to achieve bone union. A (B)(6) year old male patient had nonunion associated with failure of one proximal screw and required addition of two proximal screws along with bone grafting. A (B)(6) year old male patient had nonunion and underwent bone grafting to achieve bone union. A (B)(6) year old male patient had nonunion and underwent bone grafting to achieve bone union. A (B)(6) year old female patient had nonunion and underwent bone grafting to achieve bone union. A (B)(6) year old male patient had nonunion and underwent bone grafting to achieve bone union (fig. 1). A (B)(6) year old female patient had nonunion and underwent bone grafting to achieve bone union. A (B)(6) year old male patient had nonunion and underwent bone grafting to achieve bone union. A (B)(6) year old male patient had deep infection three weeks after primary plating which was managed with wound debridement and extended course of intravenous antibiotics. This patient remained asymptomatic and went on to achieve fracture union. A (B)(6) year old male patient had quadriceps contracture. This report is for an unknown synthes plate/screws constructs and unknown synthes screws. This complaint involves eight (8) devices. This report is for (1) unk - constructs: plate/screws this is report 2 of 8 for (B)(4).